Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened sample that pertain to the product code sxpd2b412. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please note, the product on the complaint form sxpp2b412 is not a surgical specialties corporation product code.? ¿ what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? ¿ did the surgeon attempt to tie a knot with suture? ¿ please return samples with the corza medical complaint number clearly marked on the outside box via carrier ups account #4e146x worldwide saver express or ground to the following address: (B)(6).

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2024 and barbed suture was used. It was reported to the sales rep that while suturing the scareas fascia the suture was breaking. Two different codes were used, and both were breaking. Another type of suture and suturing style was used to complete the procedure. There were no adverse consequences reported. Six sterile samples returning. Additional information was requested.